Event description:
On (B)(6) 2014 I had saline breast implants placed. Before this, I was a normal healthy young woman with no serious medical issues or allergies. About a year and a half later, I developed a very bad illness and was told I was having a relapse of ebv(epstein-barr virus),this was a rare occurrence. Shortly after that, I was suffering from daily episodes of dizziness and heart palpitations. I developed a chronically elevated d-dimer which has caused me to undergo multiple CT scans to check for blood clots and they were all negative, yet my d-dimer and inflammation markers remain critical. I developed a brain cyst similar to samara bunsko's story on cbs news in british columbia and would continue for the next several years with strange viral infections, multiple uncurable yeast infections, and bacterial infections causing chronic sinusitis. I was told I had grade 1 follicular lymphoma and under went a pet scan that ultimately, came back negative , but my lymph nodes remain enlarged so I am now looking at a medically necessary removal of my implants to test the fluid surrounding and determine if I do have bia alca. These were not the only issues I have suffered. I had to have a hysterectomy at 31 and developed blood clots because I have been suffering from extreme abdominal spasms that caused me to go into stage four functional liver failure and required an ercp which lead to further surgery related complications. I have life long attacks leaving me unable to work and my dr. Believes if I have my implants removed my hormones will go back to normal and just maybe my health will restore itself. I have been sent to rheumatologist for auto immune disease and I do not suffer from that. There is absolutely no cause for any of my illnesses. Additional symptoms: hair loss, fatigue, low ferritin, bone pain, anxiety, migraines, vertigo, unexplained rashes and bleeding under my skin, easy bruising. All of this at 31 years old and no answers. I was healthy before having implants placed. My implants are the allergan natrelle smooth surface implants 68hd 500cc. Serial numbers left (B)(4), right (B)(4) I would be more than happy to allow you to assess my medical records and see that I was perfectly normal before I had this operation. Once I have these removed, I will never get another implant placed in my body again. I can only hope and pray I can finish my degree and work in the field I look forward to working in. At the moment, I have debilitating attacks requiring hospital admission one time a month and it is not looking promising. I do have breast implant illness and not one person can tell me other wise. This is very real and needs to be taken serious. FDA safety report ID # (B)(4).